Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple insulin pump error alarms. The customer¿s blood glucose level was unknown at the time of the incident. The customer was able to clear the alarm and was able to complete the insulin pump rewind. The customer also received a battery failed alarm. It was reported that the insulin pump had multiple errors and most of them repeated more than once. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest. No pump error 43 alarm and no pump error 37 alarm noted. The motor was tested outside of the device and passed. Pump error 53 alarm found in the device history due to software error.